Manufacturer narrative:
(B)(4)

Event description:
It was reported that it is difficult to remove the dressing, fibers were stuck to the wound. A pair of tweezers and debrisoft were used to help to remove the dressing.